Manufacturer narrative:
(B)(4). Batch # unk. The following questions were asked and the following information was provided: was a leak test performed? If so, what type and what was the result? No I have never seen a leak test done on an appy. Was the staple line visualized endoscopically during the initial surgical procedure? Yes. Surgeon said the staple line was not bleeding at all. How many days postoperative did the leak occur? Patient complained of pain prior to re-admittance, but not sure when leak occurred. How was the leak identified? I think it was originally through imaging, but will need to confirm with surgeon. What was observed at the site of the leak upon reoperation? Hematoma at the base of the staple line. How was the leak addressed? Aspiration of the hematoma. Nothing else was noted. Where was the leak? Again, hematoma was at the base of the mesoappendix staple line. What color cartridge was used? Pvs - only one cartridge. Was an otomy created in the mesoappendix in order to allow the anvil tip of the device to make contact with the cartridge? Yes. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that fifteen days post op to a laparoscopic appendectomy the patient presented with a hematoma at the base of the staple line on the mesoappendix artery. Fluid was aspirated and the patient is fine.